Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Noted battery status is ok with recent battery voltage of 2.78 v. The device was programmed prior to implant, so the elective replacement indicator (eri) triggered on (B)(6) 2014 was likely operational context from exposure to cold temperature. (B)(4).

Event description:
It was reported that during implant, the implantable pulse generator (ipg) could not be interrogated so the physician used another device. After the surgery the device was then interrogated by the company representative and found to have triggered elective replacement indicator (eri) several months earlier. No patient complications have been reported as a result of this event.